Manufacturer narrative:
Patient weight: asked but unavailable other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment using gore® excluder® aaa endoprostheses. On (B)(6) 2022 a proximal type I endoleak was observed on the trunk-ipsilateral leg component. It was reported that the patient is asymptomatic and no aneurysm enlargement was reported. An intervention will be scheduled for a later date.